Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A drape clip was missing. A functional evaluation was performed. The device failed the weight test. The motor sound was normal. The reported complaint was not confirmed. The evaluated failure of a failed weight test has a root cause that is associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that when the motor of the spider was running, a weird sound appears. This was noticed after knee procedure; therefore, no patient was involved. Results of investigation have shown the spider failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.